Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv was explanted due to noise that had detected vf. The device had 3 aborted charges. The atrial lead was damaged during extraction. The ICD was explanted to prevent a new surgery in the near future. Also, it was noted the patient had a small tear of the atrial wall near the proximal coil and needed open heart intervention for repair. The patient is now doing well and no other adverse patient events were reported.